Manufacturer narrative:
The customer, a biomedical engineer, reported to physio-control that the cause of the reported issue was determined to be due to the pads they were using for testing. There was no device malfunction.

Event description:
The customer contacted physio-control to report that while performing preventative maintenance on their device, the defibrillation energy output for the 200 joules test was 163 joules delivered and the output for the 360 joules test was 299 joules delivered. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that while performing preventative maintenance on their device, the defibrillation energy output for the 200 joules test was 163 joules delivered and the output for the 360 joules test was 299 joules delivered. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.